Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating an (B)(4) male pt, the sternum electrode sparked upon discharge. Complainant indicated that the pt subsequently expired.